Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft / lot #: 1001887704 / model #: 1125 / expiration date: 2019-05-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2014-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited high watts. The patient was hospitalized and received lysis therapy for an outflow graft thrombosis, after which the pump exhibited low flows. The patient later developed a hemorrhagic stroke and expired.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. The reported high power and low flow events were confirmed through log file analysis which revealed a sudden increase in power consumption and estimated flows on (B)(6) 2018, followed by a sharp decrease in power consumption and estimated flows on the same day. 16 low flow alarms were logged since (B)(6) 2018 and 2 high watt alarms were logged on (B)(6) 2018. Of note, it was reported that the patient received lysis therapy to address the high-power event and the outflow graft was stented to address the low flows event, after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation and the available information, multiple factors may have contributed to the low flow events, including but not limited to obstruction of the outflow graft, thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, the reported "rotor imbalance" event may be attributed, but not limited, to thrombus within the device leading to impeller imbalance. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft / lot #: 1001887704 h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced dark urine and hemolysis. The pump exhibited a rotor imbalance, which was noted by a coustic analysis. After the patient received lysis therapy, stenting of the outflow graft was required to correct the obstruction.